Event description:
During a ptca treatment procedure, deflation diffculties were encountered. The maverick2 monorail balloon catheter was advanced to 99% calcified lesion in the tortuous mid-lad. The balloon was inflated once to 8 atms, then a second time to 12 atms. The third inflation was to unk atms, but then balloon would not deflate. The entire system was removed from the pt. The pt status is reported as "good" following the procedure.